Event description:
It was reported that the asymptomatic patient presented for follow up. Review of the stored egms revealed post-paced t-wave oversensing. Device was reprogrammed. Three weeks later, the patient presented when an alert for non-sustained lead noise due to post-paced t-wave oversensing was received via (B)(6). Review of stored egms again revealed the same oversensing. Device was again reprogrammed. The device will continue to be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.